Event description:
The angulation is stretching inside the control body. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the adjusting collar improper soldering. Correction information: h6: coding changed, based on the investigation result.